Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and passed. The receiver download was performed and passed. A log review found unexplained power on events above 90 percent battery level that indicate that the customers allegation occurred. A functional test was performed and passed all relevant testing. Confirmation of the complaint was confirmed. The probable cause was could not be determined.